Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and moderately calcified lesion exhibiting 90% stenosis located in the proximal left main (lm) coronary artery. The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that due to a perforation in the balloon the stent could not be fully deployed and stent deformation occurred. While attempting to remove the device stent dislodgement occurred. The dislodged stent was removed using a snare. An image provided indicates that a catheter detachment also occurred. No further patient injury was reported.

Manufacturer narrative:
14 atm of pressure was applied. Part of the stent expanded. The remainder of the stent was on the balloon. The physician suspected that the balloon was broken within the stent. Since part of stent was deployed and attached to the vessel, and part of stent was still on its own delivery system, the physician used another retrieval device through the femoral vessel. The broken balloon within the stent was removed. It was reported that a catheter detachment occurred when trying to remove the broken balloon and the dislodged stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image of what appears to be the complaint device was provided for analysis. The image shows a detachment of the device catheter and deformation is visible to the stent. An angiographic image was received for analysis which shows two retrieval devices in vivo. There is no further relevant information available from the still angiographic images. Cine image review: images show multiple lesion in the proximal lm, lad and lcx. A separate angle shows the lesion in the left main/lad. A balloon is delivered to the lesion and the lesion is pre dilated. Multiple pre dilations are performed. A stent is delivered to the lesion in the lad and deployed. A second stent is delivered to the lesion in the proximal lm. Images show that stent deformation occurs, however the stent does not dislodge from the delivery system. Attempts to remove the device fail. Images capture a detachment of the device within the guide catheter during attempted removal. Further attempts to retrieve the deformed stent fail. The deformed stent is moved out of the way with the guide catheter and a third stent is delivered to the lesion in the proximal left main. A non contrast image shows that the stent has been deployed. Post dilation of the stent is performed. Snare devices are used to retrieve the detached portion of the device. Multiple unsuccessful snare attempts fail to retrieve the detached portion of the device. After several attempts the snare is connected to the detached portion of the device. A portion of the device is removed through femoral access. Remaining devices are removed through radial access. A still angiographic image shows the deformed stent in vivo. A final negative angiographic image shows the stent deformation in vivo. There were no images suggesting perforation of a balloon occurred. There were no images showing dislodgement of the stent in vivo. Device evaluation summary: there were kinks evident on the hypotube. There was a detachment on the transitional shaft. The dislodged stent and distal section of the detached delivery system were attached to the snare. It was not possible to remove the dislodged stent from the snare. Deformation was evident to the dislodged stent. The transitional shaft material on both sides of the detachment site was jagged and torn. The support wire was exposed. It was not possible to inflate the balloon to determine if there was a perforation present due to the condition of the returned delivery system. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.